Event description:
Pt had not been getting any relief from her pump for some time, with several different drugs used in order to provide appropriate pain relief for the pt. It was felt that the catheter may be occluded, and since the pump was near end of life, it was decided to replace the entire infusion system. Upon explant, the physician noted that the catheter appeared to be burned, and the distal portion was not attached, remaining in the pt's intrathecal space. A new catheter was attached to the proximal portion, and the pt is doing well with the new system.